Manufacturer narrative:
(B)(4).

Event description:
It was reported during a device changeout, the lead was found to be bifurcated causing an insulation breach. The lead was capped and replaced. No adverse event for the patient.